Event description:
It was reported an orbital atherectomy device (oad) crown became entrapped during the procedure. Date of procedure is an estimate.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B5: date of event is an estimate. D4: the UDI number is not known as the part and lot number were not provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the information received, the investigation determined that the reported entrapment of device, device embedded in tissue or plaque and serious injury appear to be related to operational context. In this case it is possible that the reported entrapment of device, device embedded in tissue or plaque and serious injury are a result of the patient¿s disease severity and/or use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated: b5, h6 (codes 4118, 3233, and 11 no longer apply).

Event description:
It was reported a stealth 360 peripheral orbital atherectomy device (oad) was used to treat an anterior tibial artery (ata) and popliteal artery. Two treatments at all three speeds were performed. During the procedure, the oad crown became entrapped. It was also indicated there was transient slow flow due to a micro embolism. In the physician's opinion, high speed may have caused the slow flow. Four days post procedure, the patient had no signs of slow flow. The patient was in stable condition. Date of procedure is an estimate.

Manufacturer narrative:
Correction: b5.

Event description:
It was reported an orbital atherectomy device (oad) crown became entrapped during the procedure. Date of procedure is an estimate.